Event description:
The following was reported to gore: on (B)(6) 2017, an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On an unknown date, a follow-up exam revealed a type ii endoleak. An embolization was performed to a branch vessel(s) to treat the type ii endoleak. On an unknown date, after the reintervention, an aneurysm was enlarged and a proximal type I endoleak occurred due to a migration of a trunk ipsilateral leg endoprosthesis. On (B)(6) 2024, a reintervention was performed. It was considered that the type ii endoleak led to the proximal type I endoleak. Therefore, an approach was performed from a gap between the proximal of the trunk ipsilateral leg endoprosthesis and the vessel wall to the aneurysm but the lumbar artery which was cause of the type ii endoleak, but the lumbar artery was not able to be confirmed. So, it was abandoned to approach to the lumbar artery. An gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally and a touch-up was performed. An angiography revealed the proximal type I endoleak remained. The touch-up was performed again and the proximal type I endoleak was resolved. The type ii endoleak remained but no additional treatment was performed. The procedure was concluded.

Manufacturer narrative:
B3: the exact event date of the type ii endoleak is unknown, therefore "24-nov-2017" is used for "date of event". H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Please note that the same patient was captured in medwatch report number: 3007284313-2024-03038. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.